Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pancreatectomy procedure, while the device was being applied for ligating minor vessels around the pancreas, the clips were unable to load into the jaws of the device. New device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and a scissored clip formation was observed. The remaining clips were then fired on test media and scissored clip formation was observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws and/or scissored clips condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.